Event description:
Customer reported that a needle broke in half while placing a stitch through the abdominal fascia during surgery. All fragments were retrieved. No adverse pt consequences were reported.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.